Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at nominal pressure for 20 seconds. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications and the patient's condition was good post procedure.